Manufacturer narrative:
The reported events for failure to capture, device sensing problem, and for high pacing impedance were not confirmed. Electrical testing found no anomalies. Damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had dislodged. It was noted that the lead exhibited intermittent capture, low r-wave amplitudes and high pacing impedance. The lead was explanted and replaced. The patient was in stable condition.